Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not working at all. Their dog chewed the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: unit received with damage display window cover, severely scratched lcd window, keypad overlay texture due to dog chewing on it, flex keypad cable damage, cracked retainer, scratched around casing and dog chew marks all around casing.